Event description:
Caller states during a proficiency test the following results were obtained: 7.7 inr with a mean of 2.96 inr. 7.0 inr with a mean of 4.88 inr. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.